Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) would not power up. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor was found to have defective components. The flash memory chips (components u102 and u105) were corrupt and needed to be replaced. The root cause of the defective flash memory cannot be positively identified. Once the memory chips were replaced, the monitor was fully functional. No adverse event resulted from the corrupt memory. The last patient to use this monitor did not report any problems with it.